Event description:
It was reported the camera head presented a blurry image. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, cable and ccd (charged coupled device) malfunction a root cause could not be identified. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device. Also, for the no image due to cable and ccd (charged coupled device) malfunction. The most probable cause of the malfunction due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.